Manufacturer narrative:
A2) patient age - 70.2 +/- 8.6 years a3a) patient sex - 47 males, 32 females a3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, dissection, re-intervention, and amputation are listed as potential adverse events with use of the turbo-elite devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 28sep2024) ¿a retrospective comparative study of mid-term outcomes of atherectomy, drug-coating balloon angioplasty, and plain old balloon angioplasty for isolated atherosclerotic popliteal artery lesions¿. The study retrospectively aimed to analyze the clinical efficacy of atherectomy, dcb, and poba for treating of popliteal artery disease in chinese patients. A total of 217 consecutive patients with isolated atherosclerotic popliteal artery lesions treated mainly with atherectomy technique (turbo-hawk plaque excision or turbo elite laser excision), dcb, and plain old balloon angioplasty were enrolled in the study. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters. Procedural complications included an unspecified number of flow-limiting dissections or elastic recoil. During 48-month follow up, 48 patients requiring target lesion revascularization, and 2 patients underwent amputation. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 28sep2024 has been used, the date of publication. Dong, z., guo, l., tong, z., cui, s., gao, x., zhang, c., guo, j. And gu, y. (2024), a retrospective comparative study of mid-term outcomes of atherectomy, drug-coating balloon angioplasty, and plain old balloon angioplasty for isolated atherosclerotic popliteal artery lesions. J clin hypertens, 26: 1264-1273. Https://doi.org/10.1111/jch.14908. This report captures the serious injuries that occurred after use of the turbo-elite device. There was no alleged malfunction of any spectranetics devices in use during the procedure.